Manufacturer narrative:
Concomitant medical product: gore bio-a hernia plug (left groin) (product ID: hp01, lot number: 12744594). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal and umbilical hernia. It was reported that after implant, the patient experienced mesh migration, recurrence, nerve damage, meshoma, balled up mesh, mesh protruding through abdominal ring, scar tissue, weakness of floor, and chronic pain. Post-operative patient treatment included revision surgery, left groin exploration, removal of mesh, repair of left inguinal hernia with new mesh, and general femoral nerve resected.

Manufacturer narrative:
Additional information: a4, b2, b5, b7, d8, e1, g1, h6 (imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal and umbilical hernia. It was reported that after implant, the patient experienced mesh migration, recurrence, nerve damage, meshoma, balled up mesh, mesh protruding through abdominal ring, scar tissue, weakness of floor, chronic pain, adhesions, 4 mm gap at internal ring, mesh not adherent, inability to do a lot of moving and lifting, feeling that hernia is still present. Post-operative patient treatment included revision surgery, left groin exploration, removal of mesh, repair of left inguinal hernia with new mesh, generalfemoral nerve resected, medication.

Manufacturer narrative:
Correction: h6 (ime code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.